Manufacturer narrative:
Analysis of the lead, model 977d260, sn (B)(4) found no anomalies. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 977d260, serial# (B)(4), product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with e neurostimulator. It was reported that spinal cord stimulation (scs) lead was suspected to be defective. Call was after a procedure, intra-op impedance and connectivity checks of contacts 0-7 on suspected defective lead were all red with no values noted. Lead was placed in 8-15 port and second wireless external neurostimulator (wens) with same results for suspected lead in different port and contact locations: all red colors, no greens. Further troubleshooting could not be performed due to lack of access to product. Caller noted that wens was being returned because it was used for troubleshooting and non-sterile but worked fine. No symptoms were reported and no further complications were reported/anticipated. (B)(6) 2018 additional information was received from the rep. Rep confirmed that the lead was for trial, provided patient information. Stated the cause of "all red" impedances was undetermined. Further actions taken were to replace the trial lead with a new trial lead from trunk stock after all troubleshooting steps were taken. The impendence issues were resolved with using the new trial lead. Rep provided the serial number of the wens that was going to be returned. Lead was going to be returned for analysis. The provided information was confirmed with the physician. There was no issue with the patient. The suspected lead and wens were not used in the trial so this had no effect on the patient. No further complications were reported/anticipated.